Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the battery (B)(6) was not returned for evaluation. Log file analysis associated with (B)(6) revealed an abnormal relative state of charge (rsoc) behavior involving battery (B)(6). The battery started powering the controller as either the primary power source or the secondary power source since on (B)(6) 2021 at 16:34:50. Within the analyzed period when the battery was providing power to the controller, (B)(6) was reporting a frozen rsoc value of 100% for multiple data points despite providing power to the controller, followed by data points where the rsoc began to decreased in less than 2 hours when in use; the battery was not estimating the capacity accurately. Log file analysis revealed three (3) critical battery alarms involving (B)(6) were logged on (B)(6) 2021 at 21:36:47, on (B)(6) 2021 at 21:54:18, and on (B)(6) 2021 at 19:53:39. The data points prior to the critical battery alarms revealed that the battery was at 24% rsoc. During the critical battery alarms, the battery dropped from 24% rsoc to 0% rsoc, 24% rsoc to 9% rsoc, and 24% rsoc to 0% rsoc, respectively. Given that the capacity suddenly depleted may be indicative of an estimation error. As a result, the reported event was confirmed. The most likely root cause of the reported power consumption issue event can be attributed to an estimation error. The most likely root cause of the reported critical battery alarms can be attributed to an estimation error, which caused the battery's capacity to drop below 10% rsoc, triggering critical battery alarms. Based on an investigation conducted under CAPA: pr00519785, the most likely root cause of the observed frozen rsoc values event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited less than two hours of charge duration and multiple critical battery alarms. The battery was removed from use. No patient complications have been reported as a result of this event.